Event description:
It was reported that during a biliary tube replacement procedure, a suture may have remained in the pt. During the scheduled biliary tube replacement procedure, it was reported that the physician "cut the catheter as described in method 2 of the revised directions for use (dfu). It was believed part if not all of the suture remained behind". The procedure was successfully completed with another biliary tube. No additional complications were reported to have occurred. Additional queries for further info were unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.